Event description:
Follow up information received identified the patient's infection resolved shortly after the explant.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent and explant of his scs system due to an infection at the scs ipg site. The patient stated there was no issues after the explant and there is no further plan of action.